Event description:
One arm of the anesthesia circuit reportedly split in half while a pt was undergoing anesthesia. The issue was noted immediately and a new circuit was placed. The pt did not experience any adverse effects. The report source states there was a second circuit that had the same issue, but it was noted during set up and not used on a pt. No further info was available.

Manufacturer narrative:
The sample is expected to be returned for investigation. It has not yet been rec'd.